Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for non-malignant pain and degen disc disease/herniated disc pain. The pt reported that they had not used their implant in 3 to 4 years. Pt said that their therapy was not effective so that is why they stopped using the therapy. Pt said that the therapy worked for about a year and a half and they tried for another 6 months and "it" didn't work anymore. Pt said they also have been feeling pain at their implant site for months now too. Pt said that they now need an MRI done. The pt was redirected to their healthcare provider to further address the issue and possible overdischarge. Pt said that they don't have a managing hcp at this time. Pt said they don't have any of their external equipment (lost) but want to address the issue before getting the equipment replaced. Pt said they are also considering possible implant removal. Pss also emailed medtronic reps for visibility. The reason for call was to get MRI information. The caller stated that the pt reported the implanted device is dead. Troubleshooting was not required. The issue was not resolved through troubleshooting. Tss reviewed MRI information. Additional information received from pt stating very little was done to resolve the issue, and the issue was not resolved. Additional information was received from the pt. The reason for call was pt stated the implant didn't help much right after it was put in. Pt said they ended up having surgery and the implant just ended up dying and basically never has been recharged. Pt said they still had their back pain so they found a doctor that wanted to get a new MRI. Pt met with a manufacturer representative (rep) yesterday who said the implant was so dead it wouldn't even charge. Pt said the rep told them to call patient services (ps) for a letter to be faxed to the hcp saying pt could have the MRI. Agent reviewed possibility of doctor filling out MRI eligibility form. Pt asked if there was a way to get an MRI without going through all of this, agent reviewed MRI guidelines. Pt asked for the eligibility form to be emailed to them so pt could send to the doctor, agent emailed MRI website information to pt.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.